Event description:
Event description guidant received information that this device was removed and replaced due to the recent advisory. During the procedure the ventricular lead was sugically abandoned and replaced, due to the inability to pace with a high out of range impedance measurement.